Manufacturer narrative:
This is a duplicate of manufacturer report 0001811755-2020-00546.

Event description:
The user facility reported that the device overheated during a procedure. Additional information has been requested from the user facility.

Event description:
The user facility reported that the device overheated during a procedure. Additional information has been requested from the user facility.